Event description:
A serum sample was negative with testpack plus hcg combo obc. The sample was then run on opus giving an hcg result of 70 iu/l. A urine test (technique unk) was also performed on this patient and was positive. No pt info was available.

Manufacturer narrative:
Customer return discs and sample were requested but not received. Abbott in-house reaction discs from lot number 3600m300 were evaluated. The in-house reaction discs met acceptance criteria when tested with in-house panels. Without the returned reaction discs or sample it cannot be determined if the complaint is kit/sample related. The complaint is not confirmed. Evaluation complete. This is the final report.

Event description:
Serum sample was negative with testpack plus hcg combo obc. Physician questioned result. The same sample was run on opus giving an hcg result of 400 iu/l. No ultrasound was performed since this was considered a normal pregnancy. No pt info was available.